Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. External insulation abrasion exposing the outer coil due to friction to device can was noted at 29.6cm to 30.5cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.